Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided.patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the doctor was starting step 2 "set the anchor" insert the angio-seal into the sheath, click into place and full rear lock the device sleeve to set the anchor, then pull back the device, however, the suture did not pop up. The estimated blood loss was less than 250cc. The patient had no issues. The procedure outcome had good results, used a new angio-seal device. There was no patient injury/medical or surgical intervention required. Additional information was received on 11feb2020. The procedure being performed was a digital subtraction angiography (dsa) using a 6fr procedural sheath. A pre-deployment angiogram was performed. After reconfirming with the doctor regarding the step by step procedure, he did not use a second angio-seal. Manual compression was used to achieve hemostasis. He then used ultrasonography (usg) to check if the anchor was still on the femoral artery, however, no anchor could be found. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was returned for product evaluation. The sheath was returned mated with the carrier tube assembly along with incompletely opened poly foil pouch. The locator, guidewire and header bag were returned as well. Visual inspection revealed that the arteriotomy locator was bent in a curved shape. The carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the sheath revealed that the anchor was still present within the sheath. No other visual anomalies were noted. Upon this realization, the device was subjected to functional testing. The deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The anchor did not slide back into the sheath through monofold. The digital force was then applied to the anchor and the suture broke upon pulling and full testing was unable to be completed. For further evaluation, the carrier tube assembly was removed from the hemostasis sheath. The tamper tube and remaining suture were pulled out manually. The suture was then examined under the microscope and revealed that the end of the suture had frayed end. The returned header bag was examined, and it was noted that the temperature dot was triggered and discolored into a light grey colored upon receipt. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the device sleeve was not positioned in the full forward lock position or an obstruction to the anchor posting to the distal tip may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.